Event description:
Information was received indicating that cadd extension sets exhibited air entering the line at the connector on the y and had to be replaced with another set.no adverse patient effects were reported.

Manufacturer narrative:
Report source: (B)(6).

Manufacturer narrative:
Event problem and evaluation codes: updates not required. Device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. Correction: model number: should be blank . Correction: customer reported to FDA: no information.